Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's internal diameter in the y connector was too narrow and did not let the olympus endoscope go through without damaging it. The customer indicated no patient involvement.